Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of over 600 mg/dl. Troubleshooting was performed. It was stated that the insulin pump alarmed no delivery during manual prime. It was stated that the events leading to the customer's admission was nausea, dizziness, and high pressure. It was stated that the doctor was requesting a replacement of the customer's insulin pump. No further info was provided.